Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014: dim, faded discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display was found to be dim, faded and discolored.